Event description:
It was reported when using the bd pyxis medstation system main drawer 2.1 and 2.2 failed to open. The customer reported that the user have tried to reboot, but the issue was still persisting. This malfunction caused a delay in patient care. The customer confirmed there is no patient involvement and no harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 & 2.2 was not able to open and failed to recover. The field service engineer replaced drawer controller board and performed preventatiove maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.